Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not received the cartridges in the pump packaging. The customer's blood glucose (bg) level was 262 mg/dl. The customer was to use another pump to address the bg level and for insulin therapy until the cartridges are received.